Event description:
The patient was undergoing a microneurosurgery using an apollo wand. After thirty minutes of use, the apollo wand became clogged. The wand was flushed and full vibrational energy was used, yet the wand remained clogged. The procedure successfully continued using a new apollo wand. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
There was no visible damage to the wand. The complaint has been evaluated. The complaint indicated that the apollo wand clogged after 30 minutes of aspiration. The complaint further indicated that the wand remained clogged despite attempts to dislodge the clot using full aspiration with vibrational energy, as well as flushing the wand. Evaluation of the returned device revealed that it was clogged. This type of problem typically occurs when the device is used without vibration and irrigation. If attempts were made during the procedure to remove clots using aspiration only, and foregoing the use of vibration and irrigation, it is likely that clogging would occur. The apollo wand is 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.